Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The workstation pcb and memory sim were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent of functionality. No pt serious injury or death was reported related to this event.